Event description:
Patient was implanted on (B)(6) 2022. During the patient follow up appointment on (B)(6) 2023, the patient's surgical site showed clear signs of infection and lack of healing, a lead was visible at the incision site. On (B)(6) 2023 the patient underwent an explant of the rns system (neurostimulator and two cortical strip leads).

Manufacturer narrative:
(B)(4). The explanted product was not returned to neuropace for analysis.